Event description:
Baxter reports that a transfer set had continued to leak despite a twist clamp being in the closed position.the transfer set had not come into contact with alcohol based disinfectants.although prophylactic antibotics were administered(vancomycin 2g intraperitoneal),there was no patient injury indicated at the time of the initial report.